Manufacturer narrative:
Sections with additional information as of 10-sept-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: pen needles were not returned for evaluation. No product was returned to thi, internal evaluation has been completed by the manufacturer, reported defect not reproduced on retention samples, most likely underlying root cause: mlc-061 improper use/mishandle by end user.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for needles. Customer stated the 32g true plus pen needles did not administer insulin. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Customer's information was provided to technician who was unable to contact the customer via telephone. The pen needle lot manufacturer¿s expiration date is 01/31/2025 and open vial date is undisclosed. No further information was able to be obtained.